Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/27/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection performed at 10x microscope magnification showed the plunger fully advanced position and locked. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. The pushrod was exposed out of the cartridge tip. Lack of lubricant material was observed in the device. Stress marks were observed at the cartridge tip which is typically caused by the pass of the iol thru the cartridge. No damaged/defect was observed in the cartridge. No lens was returned because it was implanted. Can be observed the uncontrolled release of the iol inside the patient¿s eye. No mechanical interference can a video of the surgery, was reviewed. It showed the insertion process of the lens where uncontrolled release of the iol inside the patient¿s eye. No mechanical interference can be observed through the video. The reported issue was verified. However, it could not be determined that the issue was related to manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. Initial reporter phone number: (B)(6). PMA 510(k): this report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of a pcb00v 13.0 diopter intraocular lens (iol) on (B)(6) 2017, a vitreous prolapse and a hole in the iris occurred because the lens popped out. Reportedly, the doctor sutured the iris and finally implanted the lens. There was no vitrectomy performed. No additional information was provided.